Manufacturer narrative:
(B)(4). B4: date of this report - correction. B5: event or problem description - correction: removed off-label verbiage. H2: correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error "session has ended I have a new transmitter" occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported allegation of an unknown error "session has ended I have a new transmitter" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.